Event description:
It was reported that there was an operational check failure. There was reportedly no patient involvement. The customer evaluated the device and received remote support from the customer care solution center, during which a quote was provided for the replacement of the therapy capacitor. Upon conclusion of the evaluation, it was determined that this was a malfunction of the therapy capacitor for which a part was ordered for replacement. The device remains at the customer site and no further evaluation is warranted at this time.

Manufacturer narrative:
Reporting institution phone: (B)(6). Reporter phone: